Event description:
Clinic reports that the arterial reuse line, 6th use developed a split in the blood pump segment resulting in a bloodloss of 100-150cc. MDR filed due to bloodless only. Sample is available.